Manufacturer narrative:
Device evaluation: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient experienced an open wound underneath one of the ECG electrodes. The patient visited their doctor who prescribed an antibiotic cream. Follow up indicated that the wound improved and was no longer bothersome.